Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back under an electrode. Patient states the rash is a dime size tender spot that looks like a blister with dry, broken skin. Patient also reports redness on his back near the other electrodes and therapy electrodes. Patient reports having to remove the lifevest due to sores being open. There was no alleged device malfunction contributing to the irritation. Patient reported using a store brand of antibiotic cream. Follow up indicated that the patient has had the lifevest off for ten days and the irritation has not improved.